Manufacturer narrative:
Product analysis the reported stent graft expansion could not be confirmed based on the films received. The measured stent graft outer diameters were consistently within specifications across all reviewed cts. While aneurysm enlargement was observed on the CT performed 7 years and 1 month post-index procedure, the cause of this enlargement could not be determined, and there was no evidence of endoleak. Measurements obtained during the reviewed CT scans did not show stent graft expansion beyond its nominal diameter. Analysis of the returned films did not reveal any out-of-specification stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft (vamf3632c150tj) was implanted during the endovascular treatment of a descending thoracic aortic aneurysm. It was reported that follow up CT imaging taken approximately 7 years and 1 month post index procedure revealed device expansion of the proximal and distal parts of the valiant captivia along with aneurysm enlargement. No endoleak was identified. It was confirmed that there was no anatomical issues such as calcification, tortuosity, or thrombus present that could have contributed to the events. Future treatment is planned per the physician the cause of the device expansion is undetermined. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
B5; additional information received: it was noted that the physician's measurements indicated an increase in the stent ring diameter beyond the normal implanted size. The proximal stent graft diameter measured 40 mm, while the distal diameter measured 36 mm. No further intervention has been performed at this time medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.